Event description:
User facility reported that "approximately 30 seconds into the ablation (with disposable novasure device) pt experienced bradycardia (and then) flat lined. The pt was stabilized and ablation resumed. Approximately 10 seconds later the pt had a repeated response. The pt was stabilized and the ablation was successfully completed with a second disposable novasure device. The pt was discharged post procedure and is "fine." It was reported on (B)(6) 2007, that "the staff and physicians find no fault with the novasure device or rfc (radio frequency controller) used during this case. The physician... Stated this incident is pt specific and the rfc used (in this case) has been in use many times since this occurrence without issue."

Manufacturer narrative:
Device history record review was conducted for the reported disposable novasure device (lot #07j03h). Currently unable to establish relationship due to no product available or serial number provided. Device history record review was conducted for the rf controller ((B)(4)) which was built in november 2007. There were no reworks or observations noted at time of MFR and was released by qa on (B)(4) 2007. No relationship can be established between DHR and current complaint. The devices involved in this event were not returned to the MFR; therefore, an investigation could not be performed. No further information could be obtained, thus no conclusion can be drawn for this event. (B)(4).